Manufacturer narrative:
Product ID 3889-28 lot# v003718, implanted: 2006 (B)(6); product type lead product ID 3095-10, serial# (B)(4), implanted: 2006 (B)(6); product type extension. (B)(4).

Event description:
It was reported that the patient¿s first implantable neurostimulator (ins) worked fine until she fell ¿at least 7 years ago¿, at which time a second ins was placed. It was stated that the first ins and lead were left in when a second ins was implanted.